Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The part and lot number are unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, see also 1032347-2015-00350.

Event description:
It is reported the case was a bilateral ankylosis of the tmj with aberrant patient anatomy, multiply operated tmj, including previous osteotomy. During trans-operatory a major bleeding occurred due to a maxillary artery injury that led to multiple transfusions of blood and a long operative time. Subsequently, the procedure was not completed and the doctor decided to remove the left fossa that was implanted at the moment.